Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there were six products inside one packet, so it caused trouble in counting the needle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. Visual inspection of the opened samples noted seven retainer, six breathable pouches and thirty-six suture-needles. All of the retainer had five needles/sutures winded inside, these were properly parked in the foam of the retainer. A suture/needle was received parked in a pink foam provided by the account. Visual inspection of the products received sealed noted five suture/needles in each product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there were six products inside one packet and caused trouble in counting the needle. The needles from the defective packet were retrieved and a new product was opened.